Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie drawer was not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 7 cubie drawer was not detected on the bus back board and had no light, possibly needed replacement. A field service engineer (fse) found that drawer 7 on the auxiliary had a firmware failure and an interface board issue after the 1.8 upgrade. The fse removed and replaced both boards and reconfigured the drawer within the application to rectify the issue. The system functioned as intended after the field service engineer repaired the device.